Event description:
It was reported that patient's right hip was revised due to the 56 gap cup plate breaking. Surgeon removed gap cup, liner and eight screws.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 56 gap plate cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.